Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with intervertebral disc herniation and underwent decompression internal fixation of l5-s1. During the surgery, the screw plug slipped. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual functional microscopic macroscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation found the set screw unable to be fully engaged into a sample mas head the above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.